Event description:
The unit was plugged into a red plug. Nursing staff called respiratory staff, who said that it was okay and to leave it plugged in. The device continued to beep so I called again, they were not concerned. About an hour and 15 minutes later, the ventilator failed as we were inserting a central line--it stopped working. The pt had to be mechanically bagged until they got a new unit and plugged it in. No patient harm.